Manufacturer narrative:
Corrected field: g2 (added other ¿ kuwait) this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although the cause of the customer¿s allegation was a defective power supply unit, it is unknown what had caused the power supply unit to fail. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the power would not ¿switch on¿ for the visera elite ii video system center prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During testing, the subject device would not power up. The evaluation determined the cause was a defective power supply unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation